Manufacturer narrative:
This supplemental report is being submitted to provide the results of the complaint investigation and correction to the initial MDR. Updated fields: d4, d8, h2, h3, h4, and h6. Corrections to b1, b2, e1, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the reported event. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. H1 should also not be marked as serious injury but malfunction instead. The device was returned to olympus for inspection and the damage to the acoustic lens was identified, resulting in a defective ultrasound image. However, olympus could not confirm the allegation of no image. Based on the investigation, the likely cause of the complaint was not established, indicating the findings do not point to a definitive root cause of the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound scope had no image causing a delay of 30 minutes or greater under sedation. The unspecified diagnostic procedure was completed using the same device with no further patient harm.